Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that an e216 scope communication error, no image and white residue in the air/water channel and cylinder was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cause of the e216 scope communication error and no image is due to component failure. The cause for the white residue in the air/water channel and cylinder could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.